Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that it was out of specification electrically. The device failed the vendor's modem test due to a defective integrated circuit component.

Event description:
It was reported by the patient's family that the remote monitor would not power on after a storm in the area. A new power cord was sent but it did not resolve the issue. The monitor was replaced. No patient complications were reported as a result of this event. It was further reported that the remote monitor was "knocking out the house phone system."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient's family that after a bad storm in the area, the remote monitor was no longer receiving power. A new power cord did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.